Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was lying in a 90 degree angle which made it difficult to charge. The patient underwent a pocket revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.